Event description:
On (B)(6) 2012 lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting the battery indicator instead of the apply sample symbol. Per the onetouch ultra2 user guide the battery indicator prompts when the meter's battery needs to be replaced. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012. The patient reported managing his diabetes with 35 units of lantus insulin at night and humalog insulin before meals (based on a sliding scale). The patient mentioned that he tests approximately 5 times a day and that his normal blood glucose results are between 70-220 mg/dl. The patient denied making any changes to his normal diabetes management due to the alleged issue starting. The patient told the mss that he administered his normal insulin dose (lantus before bed and humalog with dinner) the night before the alleged issue began ((B)(6) 2012). The patient could not recall experiencing symptoms before he went to bed the night before the alleged issue began. The patient stated that his neighbors called the police when they heard his home alarm going off around 6:54 a.m. On (B)(6) 2012. The patient stated that the police called emergency medical services (ems) when they arrived due to finding the patient 'passed out, semi conscious and in near coma.' The patient was not sure when the police or ems arrived but stated that these symptoms occurred due to his 'sugar dropping drastically.' The patient told the mss that ems tested his blood glucose on their unspecified meter and a result '32 mg/dl' was obtained. The patient could not recall if ems provided treatment but stated that he was reportedly transferred to the university (B)(6) hospital and treated for low blood glucose by an endocrinologist (doctor). The patient claimed that he was treated with IV fluids to avoid dehydration (unknown amount) and IV dextrose (unknown amount).the patient said that he was in the hospital for a couple of days; however, he could not recall the exact length of his hospitalization. During troubleshooting the cca confirmed that the patient was not using the subject meter for the first time, that there was no known misuse to the subject meter and that the subject meter needed a new battery. However, during troubleshooting the patient did not have a new battery and so the cca was unable to confirm if the alleged issue was resolved. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury and being transported to the hospital by ems to receive treatment from a doctor as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.